Event description:
It was reported that the health care professional (hcp) requested a review of a stored ventricular episode of this implantable cardioverter defibrillator (ICD). Upon review, boston scientific technical services (ts) noted that the patient was in a true ventricular arrhythmia. During the episode, the rhythm slowed down during charging, however, device shock therapy was already committed to being delivered. The rhythm accelerated after the committed shock and another electric shock was delivered which terminated the episode. The ICD was operating as programmed. The device remains in service at this time. No adverse patient effects were reported.